Event description:
"It appeared that the plate was catching something or not allowing it to fit in smoothly to the bender. Completed by using existing plate bender. The plate was hard and difficult to fit into plate bender but eventually did work". Additional info was received on (B)(6) 2013 during surgery of c5-c7 anterior cervical discectomy and fusion (acdf) the device did not appear defective to the naked eye but is seemed as though it was out of alignment since the surgeon could not get the correct curve or bend -to the plate. Surgery was delayed by 30 to 40 minutes and the surgeon had to manipulate the bend in the plate by hand". There was no spare device available. There were no adverse consequences or injury to the pt reported.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.